Event description:
The patient was implanted with a smooth saline mammary proshesis on 10/26/98. Susequently, the patient experienced a deflation of the device and an infection. The device was removed on 11/15/98.